Event description:
Report received of a tubing disconnection. The pt was receiving an unspecified maintenance solution through a peripheral IV cannula. At an unspecified time, the rn entered the pt's room to find a "big puddle on the floor." The tubing set had reportedly become disconnected from the microclave port. There were no adverse pt effects and no medical interventions were required. Therapy was resumed using a replacement tubing set.